Event description:
It was reported that the bur was blunt and would not cut, it was also reported that there was rust on the bur. It was further reported that there was no adverse consequences as a result of this event, the surgery was successfully completed by using back up devices.

Manufacturer narrative:
Device not yet returned to manufacturer for evaluation.

Event description:
It was reported that the bur was blunt and would not cut, it was also reported that there was rust on the bur. It was further reported that there was no adverse consequences as a result of this event, the surgery was successfully completed by using back up devices.

Manufacturer narrative:
The device has been returned for evaluation. The quality investigation is complete.